Event description:
It was reported that the patient presented to the emergency room experiencing ventricular tachycardia - vt. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited inappropriate shock causing device lock-up. During additional vt episodes, the ICD failed to deliver therapy and an external shock was provided. The ICD was reprogrammed and the patient was in stable condition.